Manufacturer narrative:
Annual planned maintenance (pm) performed. Motion batteries, cmos batteries and 86 degree lexan channels replaced (due to hygienic and mechanical reasons) as the inner gantry covers are mounted with screws to winding bolts from brass. They were fully enclosed by the lexan. Over the time and with the mounting and the dismounting of the screws, the plastic around gets old and breaks off (part by part). Also, the lexan channels were formed in the upward direction with a u-form rail to catch the inner gantry cover which was a hygienic concern. Replacement of the aforementioned parts resolved the issue. No further issues were reported. Replaced parts were discarded by the site and will not be returned to manufacturer for analysis. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while preforming planned annual maintenance on the imaging system, they discovered that the 86 degree lexan channels needed to be replaced due to mechanical and hygienic concerns. There was no patient present when this issue was identified.